Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient presented with a malfunctioning and painful ins. The patient had a full system removal and had x-rays that were negative for any other foreign material post removal. The patient tolerated the procedure very well. No further complications were reported.